Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced a low blood glucose event while wearing a dexcom g7, received a low alert from the ilet, treated with food items including cashew nut bars and lunch, and later expressed dissatisfaction with communication; the medical device problem and device component details were not established due to insufficient information. Symptoms included hypoglycemia with diaphoresis and shaking. Outcomes included the need for medication-level intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.